Event description:
This lead was implanted on (B)(6) 2008. A call to technical services on 12/31/11, states that the pocket is infected. The physician was dr. (B)(6). Patient presented to local clinic with puffy pocket. The lead has been capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).